Event description:
Inbound. Patient's mother reports tubing was placed on saturday with change and sunday night had leaking noted at inline filter location. Lot # of tubing is 58x042. No further details provided. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter: no.